Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. (B)(4).

Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "complete overgrowth of anterior surface" (no code available [iol (intraocular lens) implant]). A surgeon reported that following bilateral intraocular lens (iol) implant surgery, a complete overgrowth of the anterior surface was noted a couple of months postoperatively. The surgeon reported, the iols were noted to be clean at three weeks postoperatively. No decrease in visual acuity has been reported. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.